Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a da vinci total hysterectomy with bilat salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: essure device was successfully occluded. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 52-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating, hot flushes, night sweats and morbid obesity. Concomitant products included nsaid's since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain.`"), 7 years 5 months after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2009, the patient experienced hot flush ("hot flashes") and night sweats ("night sweats"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("injury(ies) or complication(s) please describe: fibroids."). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a da vinci total hysterectomy with bilat salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, weight increased, uterine leiomyoma, hot flush and night sweats outcome was unknown. The reporter considered anxiety, hot flush, menorrhagia, menstrual disorder, night sweats, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 323 lbs. Approximate weight at the time of essure placement 279 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 12-dec-2018: plaintiff fact sheet received. Events: hot flashes and night sweats were newly added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 52-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating, hot flushes, night sweats and morbid obesity. Concomitant products included ibuprofen since 2009, nsaids since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain.`"), 7 years 5 months after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2009, the patient experienced hot flush ("hot flashes") and night sweats ("night sweats"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("injury(ies) or complication(s) please describe: fibroids."). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a da vinci total hysterectomy with bilat salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and menorrhagia had resolved and the menstrual disorder, vaginal haemorrhage, anxiety, weight increased, uterine leiomyoma, hot flush and night sweats outcome was unknown. The reporter considered anxiety, hot flush, menorrhagia, menstrual disorder, night sweats, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 323 lbs. Approximate weight at the time of essure placement 279 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: event outcome pelvic pain changed recovering to recovered and menorrhagia added as recovered. Concomitant medication added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 52-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating, hot flushes, night sweats and morbid obesity. Concomitant products included ibuprofen since 2009, ketorolac from (B)(6) 2017 to (B)(6) 2017, nsaids since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain.`"), 7 years 5 months after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2009, the patient experienced hot flush ("hot flashes") and night sweats ("night sweats"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("injury(ies) or complication(s) please describe: fibroids."). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (underwent a da vinci total hysterectomy with bilat salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and menorrhagia had resolved and the menstrual disorder, vaginal haemorrhage, anxiety, weight increased, uterine leiomyoma, hot flush, night sweats and depression outcome was unknown. The reporter considered anxiety, depression, hot flush, menorrhagia, menstrual disorder, night sweats, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 323 lbs. Approximate weight at the time of essure placement 279 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 20-mar-2019: plaintiff fact sheet received. Events added from pfs- psychological or psychiatric problems condition: depression. Concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 52-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating, hot flushes, night sweats and morbid obesity. Concomitant products included ibuprofen since 2009, ketorolac from (B)(6) 2017 to (B)(6) 2017, nsaids since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain.`"), 7 years 5 months after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2009, the patient experienced hot flush ("hot flashes") and night sweats ("night sweats"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("injury(ies) or complication(s) please describe: fibroids."). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (underwent a da vinci total hysterectomy with bilat salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, anxiety, weight increased, uterine leiomyoma, hot flush, night sweats and depression outcome was unknown. The reporter considered anxiety, depression, hot flush, menorrhagia, menstrual disorder, night sweats, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 323 lbs. Approximate weight at the time of essure placement 279 lbs. Patient received treatment for abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : previously reported event "abnormal bleeding vaginal" outcome updated to "recovered / resolved". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 52-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating, hot flushes, night sweats and morbid obesity. Concomitant products included nsaid's since 2009 and paracetamol (acetaminophen) since 2009. On 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2017, 7 years 5 months after insertion of essure, the patient experienced weight increased ("weight gain") and uterine leiomyoma ("injury(ies) or complication(s) please describe: fibroids."). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a da vinci total hysterectomy with bilat salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, weight increased and uterine leiomyoma outcome was unknown. The reporter considered anxiety, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 323 lbs. Approximate weight at the time of essure placement 279 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.7 kg/sqm. Hysterosalpingogram - on (b)96) 2009: essure device was successfully occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: abnormal bleeding(vaginal, menorrhagia), psychological or psychiatric problems condition: mental anguish,weight gain, fibroids were added.outcome of event pain from unknown to recovering/resolving was updated.new reporters were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.